Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood visible. There was dried contrast visible on the center solder. The core and coils were separated. Ther core was sticking out of the separated coils for a length of 2.3 cm. The tip of the separated core was twisted. There were stretched coils for a length of 3.5 cm distal to the center solder. There were offset/overlapped intermediate coils 9 mm, 8 mm, 4 mm, and 2 mm proximal to the center solder. There was no other damage noted to the guide wire. The guide wire was sent to scanning electron microscopy (sem) for further investigation. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to separate due to torsional overload, some portion of the the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. There were limited case details reported, but because the intermediate coils were offset and overlapped, it appears as if the guide wire tip met resistance during the attempt to cross. The condition of offset and overlapped coils is historically associated with meeting resistance. Meeting resistance in the vessel would allow the guide wire to become over torqued resulting in the guide wire separation, because the guide wire was not moving freely when torqued. The root cause appears to be from circumstances during the procedure and not a manufacturing related quality issue. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: failure to advance; guide wire separation. It was reported that the guide wire was unable to cross the lesion and the tip was found to be elongated. No additional event or patient information is available. This is being reported based on the returned product evaluation, which revealed a separated guide wire.